Manufacturer narrative:
We received conflicting info from the user facility as to exactly how this incident occurred. Based on interview of 3 facility reps, a state inspector and the statement of another pt/witness, it appears that either the pt was positioned incorrectly in the sling during the transfer or that after the pt was in the sling, the operator attempted to maneuver the pt's legs around the lift mast. The pt's legs were stiffened and could not get past the mast or mast handles. The caregiver applied a degree of pressure to the leg causing the leg to snap and fracture. We did extensive phone investigation of this incident and requested our local sales rep to visit the facility to determine exactly what happened and to train staff how to correctly make the transfer involved in this incident. Inservice was scheduled and later cancelled by the facility. Replacement training video and operation manuals were sent to the facility. Based on our interviews, it became clear to us that during the transfer, the facility was using a pt sling not manufactured by us in combination with our lift. This is in violation of our policy that only our slings should be used with our lifts as we can not determine if a non-medcare sling will work properly with a medcare lift. Facility has many medcare lifts and the initial reporter did not know the serial number of the lift used during the transfer. At this point, the exact lift can not be determined as there was no malfunction of the equipment and the lift was not removed from service.

Event description:
During a transfer using a pt lift, the staff was attempting to move pt's legs around the lift mast, when the pt's leg/knee made a snapping or popping sound. The pt was taken to the hospital and it was determined that the pt had refractured a previous leg/knee fracture. No surgery is being scheduled. Leg will be imobilized as the pt is non-weight bearing.